Manufacturer narrative:
As reported, the patient underwent placement of the trapease filter. The device subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in the wall on the inferior vena cava (ivc), and filter unable to be retrieved. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and unable to retrieve the filter could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief the patient underwent placement of the trapease filter. The device subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded in the wall on the inferior vena cava (ivc), and filter unable to be retrieved. As a result of the malfunction, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.

Manufacturer narrative:
Correction to product code.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter for the treatment for a pulmonary emboli. The device was positively identified by the patient¿s medical records. The patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. As reported by another legal brief, the patient underwent placement of a trapease permanent vena cava filter. The device subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilting of the filter, filter embedded in the wall on the inferior vena cava (ivc), and filter unable to be retrieved (although there is no documentation of any attempt to remove the filter). As a result of the malfunction, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Information provided in the medical records indicate that the device was implanted due to gastrointestinal bleeding with pulmonary emboli (pe). The patient had right lower extremity swelling prior to the index procedure. The filter, along with a triple lumen central venous catheter were placed via the right internal jugular vein. The filter was placed at the l2-l3 level to the right of midline and below the renal vein. The central venous catheter was placed after the filter was deployed. The patient tolerated the procedure well. Additional information provided on the patient profile form (ppf) alleged a failure mode that requires medical monitoring and is at risk for further health complications. The patient experienced suffering from mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering and fear that the implant has moved or will move and cause injury or death.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter for the treatment for a pulmonary emboli. The device was positively identified by the patient¿s medical records. The patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. As reported by another legal brief, the patient underwent placement of a trapease permanent vena cava filter. The device subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilting of the filter, filter embedded in the wall on the inferior vena cava (ivc), and filter unable to be retrieved (although there is no documentation of any attempt to remove the filter). As a result of the malfunction, the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Information provided in the medical records indicate that the device was implanted due to gastrointestinal bleeding with pulmonary emboli (pe). The patient had right lower extremity swelling prior to the index procedure. The filter, along with a triple lumen central venous catheter were placed via the right internal jugular vein. The filter was placed at the l2-l3 level to the right of midline and below the renal vein. The central venous catheter was placed after the filter was deployed. The patient tolerated the procedure well. Additional information provided on the patient profile form (ppf) alleged a failure mode that requires medical monitoring and is at risk for further health complications. The patient experienced suffering from mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering and fear that the implant has moved or will move and cause injury or death. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter for the treatment for a pulmonary embolus. Per the medical records indicate that the device was implanted due to gastrointestinal bleeding with pulmonary emboli (pe). The patient had right lower extremity swelling prior to the index procedure. The filter, along with a triple lumen central venous catheter were placed via the right internal jugular vein. The filter was placed at the l2-l3 level to the right of midline and below the renal vein. The central venous catheter was placed after the filter was deployed. The patient tolerated the procedure well. The device subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilting of the filter, filter embedded in the wall on the inferior vena cava (ivc), and filter unable to be retrieved, there is no documentation of any attempt to remove the filter. Per the patient profile form (ppf), the patient reports suffering from mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety, depression and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.